Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she needs assistance with her pump. Customer's blood glucose was over 234 mg/dl. It was reported that customer was unable to get up. It was also stated that the customer was coherent and confused. Paramedics were called in order to assist her in taking her blood glucose. The insulin pump will not be returned for analysis.